Manufacturer narrative:
According to patient's report, scar tissue and pain following first pixel co2 treatment. Despite the lack of the information, this report is submitted in good faith.

Event description:
The patient submitted a self report (mw5162379) to FDA about a scar tissue following the pixel co2 treatment on 2021.